Event description:
Holter monitor recording performed on 02/23/1999 displayed multiple episodes of pacemaker malfunction. The lead was oversensing with pauses in the heart rhythm up to almost 5 sec. Pt was referred to cardiology office for holter, after exhibiting multiple episodes of syncope. She underwent multiple tests including a brain scan because of the syncope. The lead is vascor model 111-256 and was found to be totally non-functional in the bipolar configuration with total ventricular non-capture at the maximum outputs and undersensing at the maximum sensitivity. Bipolar resistance is "low ohms" on multiple interrogations. Unipolar resistance is 311 ohms which is very low for this lead. Oversensing occurs intermittently in unipolar at the least sensitive setting of 7.0 mv with device inhibition and asystole. Pt was urgently admitted to intensive care unit pending replacement of the failing pacemaker lead. Emergency surgery performed on 2/24/99. Pt was admitted to intensive care unit 2/23/99.